Event description:
It was reported that a user started a new dexcom g7 sensor and soon received a "replace sensor now" alert, after which pairing to the ilet failed; the agent instructed the user to attempt reconnecting the same sensor using pairing code 1573 and to call back if the connection did not establish. Symptoms included no reported adverse clinical effects and no glycemic complaints. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer interview and basic troubleshooting guidance. Investigation of this case revealed unsuccessful sensor-to-pump pairing with no additional contributory factors identified. It was concluded that the event involved a connectivity failure without patient harm and that no further clinical action was required.